Manufacturer narrative:
B3-date of event is estimated. The event of lead migration was reported to abbott. Both leads were explanted and replaced due lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.